Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received alarms from the pump. Reportedly, there was no message on the screen indicating what type of alarm. Tandem technical support (cts) verified in the pump history that no alarms, alerts or reminders had occurred. Cts confirmed that the pump was working properly. The customer stated that the alarm would come on and off; however, cts was unable to hear any audible sound from the pump. During a follow up call, the customer stated that the pump is "working fine" and requested no further troubleshooting. The customer's blood glucose level was 179 mg/dl.